Event description:
Per the clinic, the patient sustained a head trauma (date not reported), and subsequently a loss of osseointegration on (B)(6), 2015, resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device not available for analysis.